Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. It was observed that the criteria for the right ventricular lead integrity alert were met and that the impedance of the right ventricular pacing lead was beyond the expected upper range. The impedance of the right ventricular defibrillation coil was noted to be variable and beyond the expected upper range. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the rv coil on the right ventricular lead had high impedance triggering an alert. The physician was unsure if this was caused by degradation due to aging or a lead fracture. Reprogramming was performed and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The lead was capped and not replaced as the patient had a subcutaneous system implanted.